Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient regarding an implantable neurostimulator. The reason for call was pt needs to have an MRI but hasn't been able to connect to charge in november, and says prior to november it had been charging but wasn't lasting very long. Caller reported that pt's ins is "in sleep mode" and inquired about MRI eligibility. Caller stated that they will instruct pt to meet with a mdt rep to have the ins restarted. Caller could not confirm event date but stated it has been in sleep mode for "a while"reviewed pt may be in over discharge mode, and to follow up with hcp. Emailed patient healthcare provider listings. No symptoms were reported.